Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
When telemetry was attempted on the pump, the programmer read "invalid telemetry." The pump was still sealed in its sterile package. They tried multiple times to read the pump in various locations; the operating room, in hospital hallways, outside in the parking lot, etc. The same problem was encountered in all locations. Another pump was used for the implant and that pump worked fine.